Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an anterior resection procedure, vascular cartridge loaded and clicked in place, surgeon fired gun and noticed bleeding, opened gun, removed from patient and inspected the cartridge which hadn't deployed staples. Another gun was opened and fired fine. Scrub nurse thought the bleeding was due to the vessel being grasped rather than the device. There were no consequences for the patient. No device will be returning it was discarded.